Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced night glare. The iol was exchanged for another lens approximately 5 months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).